Event description:
It was reported that a patient underwent an ablation procedure with a vizigo sheath and ¿blood visible in the port of the sheath¿ issue occurred. Hemostatic valve failure. Intraoperatively, the vizigo sheath was used while switching the qdot micro catheter and the octaray catheter. The catheter did not pass through the hemostatic valve after switching the catheters several times. The sheath was replaced with a new one for safety reasons. Blood was visible in the port of the sheath, indicating that the hemostatic valve may have fallen off. The condition and shape of the hemostatic valve could not be confirmed. There was no patient consequence reported. Additional information was received 26-aug-2024. The section where the issue was observed was the hemostatic valve. Blood was visible in the port of the sheath, indicating that the hemostatic valve may have dislodged. Unknown if the hemostatic valve dislodged inside the hub. Unknown if the hemostatic valve dislodged of the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. Blood was visible in the port of the sheath. No blood was lost. Additional information was received on 02-sep-2024. No needle product was used with the vizigo sheath. The catheters not passing through the hemostatic valve was assessed as non MDR reportable. The potential that it could cause or contribute to a death, or serious deterioration in state of health, was remote. The ¿blood visible in the port of the sheath¿ was assessed as MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002590 and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).